Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. A needle-to-cuff miss is where the needle travel path (trajectory) was not correct when the operator deployed the proglide device. Possible contributing factors for the reported needle-to-cuff miss include, but not limited to, manufacturing deficiencies, patient anatomical conditions, and operator deployment technique. During manufacturing, the needle trajectory of every device is verified twice and all proglide devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. Additionally, the needle is partially deployed to verify the travel path (trajectory) to the cuff within the foot pocket, thus ensuring proper trajectory during deployment. Challenging patient anatomical conditions may influence needle trajectory that may contribute to a needle-to-cuff miss. As the needle travels through tissue, the needle can be influenced by more dense tissue such as scar tissue and calcification. The amount of deflection will depend on the severity of the anatomical conditions. A femoral angiogram was performed prior to arteriotomy closure which revealed heavy calcification, but no tortuosity or access site/groin scarring. It should be noted that the proglide instructions for use states under special patient populations section that the safety and effectiveness of perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, changing the angle, rotating or rocking the device at any point during needle plunger deployment, not depressing the black plunger to contact the purple body, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. The operator was reported to be trained in the use of the proglide device. The instructions for use (IFU), provides instruction for the preferred deployment techniques to assure the successful delivery of the suture. There was no information provided to suggest incorrect operator deployment technique. The evaluation could not conclude that a manufacturing, operator deployment technique, or anatomical condition had an influence on the reported experience. Although a cause of this event cannot be determined by the reported information, this evaluation concluded that there was no indication of a product quality deficiency. Based on the reported information and the inspection criteria a definitive cause for the reported needle-to-cuff miss and associated patient effects could not be determined. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of a heavily calcified left common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles were not captured by their respective cuffs and no suture was present on the needles. The device was removed and manual arterial compression and a pressure bandage were applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.